Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard flat mesh (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair recurrent incisional hernias and to lysis adhesions. No medical records have been provided; however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. The description does not clearly define if the mesh removed on (B)(6) 2014 was the bard ventralex (device #3), the bard flat mesh (device #1), the bard flat mesh (device #2), a combination of, or all three devices. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard flat mesh (device #2) implanted on (B)(4) 2007. Additional emdr were submitted to represent the bard flat mesh (device #1) implanted on (B)(6) 2006 and bard ventralex (device #3) implanted on (B)(6) 2011. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol flat mesh (device #1), reference number 0112680, lot number 43epd042 was implanted to repair the hernia defect. On (B)(6) 2007: the patient underwent surgery for recurrent repair of an incisional hernia. A bard/davol flat mesh (device #2) was implanted to repair the hernia defect. Patient was injured severely and permanently. On (B)(6) 2011: the patient underwent an additional surgery to repair recurrent incisional hernias and to lysis adhesions. On (B)(6) 2011: the patient underwent surgery for recurrent repair of an incisional hernia. As reported, a bard/davol ventralex (device #3), reference number 0010303, lot number huvf0095 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to remove the mesh, an incision and drainage, lysis of severe adhesions, a small-bowel enterotomy and a recurrent incisional hernia repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol flat mesh (device #1), reference number (B)(4) , lot number 43epd042 was implanted to repair the hernia defect. On (B)(6) 2007: the patient underwent surgery for recurrent repair of an incisional hernia. A bard/davol flat mesh (device #2) was implanted to repair the hernia defect. Patient was injured severely and permanently. On (B)(6) 2011: the patient underwent an additional surgery to repair recurrent incisional hernias and to lysis adhesions. On (B)(6) 2011: the patient underwent surgery for recurrent repair of an incisional hernia. As reported, a bard/davol ventralex (device #3), reference number (B)(4) , lot number huvf0095 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to remove the mesh, an incision and drainage, lysis of severe adhesions, a small-bowel enterotomy and a recurrent incisional hernia repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent open hernia repair with the implant of bard flat mesh (device #1). Per operative notes, ¿the hernia sac was dissected from surrounding tissue down to the fascia and found to have two defects. The bridge of fascia was dissected converting it to a single defect. A piece of marlex mesh (bard flat mesh ¿ device #1) was cut to fit the defect and sutured into position.¿ on (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent open hernia repair with the implant of bard flat mesh (device #2). Per operative notes, ¿the hernia sac was dissected free from the surrounding tissue. The hernia sac was inverted. A piece of marlex mesh (bard flat mesh ¿ device #2) was cut to fit the defect and sutured.¿ (note, there was no visualization of previous mesh (device #1)) on (B)(6) 2011 - patient was diagnosed with recurrent hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #3) and removal of meshes (device #1 & #2). Per operative notes, ¿adhesions were taken down from the abdominal wall and remove the incarcerated omentum from the portion of hernia sac. The previously placed mesh which was densely adherent omentum to the upper side was removed (device #1). A little corner of the mesh was not incorporated to abdominal wall was also excised (device #2). A piece of ventralight st mesh (device #3) was placed and tacked.¿ on (B)(6) 2011 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #4). Per operative notes, ¿the hernia sac was excised from the midline and disposed. A piece of ventralex mesh (device #4) was placed behind the abdominal wall and secured." (Note, there was no visualization of previous mesh) attorney alleges that the patient had abscess, adhesions, bowel perforations, fistulae, infections, hernia recurrence, pain and emotional injuries thereby underwent mesh removal surgery.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard flat mesh (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair recurrent incisional hernias and to lysis adhesions. No medical records have been provided; however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. The description does not clearly define if the mesh removed on (B)(6) 2014 was the bard ventralex (device #3), the bard flat mesh (device #1), the bard flat mesh (device #2), a combination of, or all three devices. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event & explant and product catalog no. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 8 months post implant of bard flat mesh, patient was diagnosed with adhesions and hernia recurrence thereby underwent repair with explant of mesh. Updated fields. Corrected fields: b3 (date of event), d.4 (product catalog no.), d.6b (date of explant) this supplemental emdr represents the bard flat mesh (device #2). Additional supplemental emdr's were submitted to represent bard flat mesh (device #1), bard/davol ventralight st mesh (device #3) and bard/davol mesh ¿ ventralex (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.